Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that three (3) patients experienced a retinal tear after an exchange of fluid/air with a system. Additional information received from the surgeon indicated that the incidents happened on patients who presented a macular hole. Surgeries were performed with valved 23ga. The event was noticed during the fluid/air exchange, water pressure was 25 mmhg and air pressure was 40 mmhg. Per the reporter, fluid/air took place normally. This is one of three reports being filed for this facility. This report refers to the first patient. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The surgeries were performed with a valved 25ga instead of a 23ga as initially reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 6, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Initially this was reported incorrectly as a malfunction. It should have been reported only as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Initially this was reported incorrectly as a malfunction. It should have been reported only as a serious injury. The manufacturer internal reference number is: (B)(4).